Manufacturer narrative:
The reported event was confirmed through functional testing and review of the event log retrieved from the thermogard xp ivtm console (sn (B)(4)) performed onsite. The root cause is due to a defective air trap sensor and block. Functional testing of the console found that the air trap sensor and block was defective. The console's air trap block was replaced and this resolved the issue. The console was further tested and functioned as intended without any errors observed. The console met all performance specifications and passed all final testing criteria. Review of the event log confirmed the reported event and subsequent console stoppage. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). The thermogard console is a reusable device and was manufactured on 13 sep 2016.

Event description:
It was reported that the thermogard xp ivtm console (sn (B)(4)) used on a cardiac arrest patient (age: (B)(6), gender: male) alarmed and displayed a "condensation forming" message. The hospital personnel was advised by zoll's technical service to wipe the air trap with a cloth; however, the issue did not resolve. According to the reporter, the patient's temperature management therapy was continued with a different unspecified device. Attempts for further information were unsuccessful. The nurse manager declined to provide additional information. No known patient consequence was reported. No further information was provided.